Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high readings on their one touch verio pro meter. The patient mentioned that they noticed the alleged issue with the meter on (B)(6) 2012 at 1:00pm. The patient tested on their verio meter and obtained a 234 mg/dl and less than 30 minutes later tested on an accucheck meter and obtained a 192 mg/dl. The patient took an increase dosage of insulin 3-4 units based on the verio meter. Approximately three hours later, the patient developed symptoms of sweating and trembling. The patient then self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. While troubleshooting, it was noted that the patient was using the incorrect sample application when performing a blood test. The product was replaced and requested back. The meter and test strips were returned. The test strips was tested and passed testing. Meter is still being evaluated once evaluation is complete a supplemental will be submitted. The complaint is being reported since the patient alleged that due to the alleged high reading on their verio pro meter they took an increase dosage of insulin, later developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.